Event description:
It was reported that after the device was pulled out of over-discharge on (B)(6) 2015, the patient could not feel stimulation, even up to 10.0v. An electrode impedance check was performed and all values were within normal range except for contact 11 which was showing greater than 10,000 ohms on most/all reference electrodes. The other readings gave a general range of around 330-500ma for electrode impedances. While trying to program, the implantable neurostimulator (ins) died and they were charging it. Upon further investigation, x-rays were performed and revealed the leads were not in the epidural space. It was noted the patient would need a lead revision, however, as of (B)(6) 2015 nothing had been scheduled.

Event description:
Additional information received reported the cause of the leads not being in the epidural space was due to poor surgical technique. Treatment and x-rays of the left side were performed on (B)(6) 2015. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).